Event description:
Customer called and stated that the pad had a fire.

Manufacturer narrative:
Our examination revealed that one of the terminals had been broken near a thermostat, which had compromised our double-insulted design. We also found several other internal components that were damaged, indicating that the customer misused the pad by applying an excessive, localized force on or near the thermostat terminal. We concluded that this report was attributable to misuse by the user , and failure to follow instructions as to the care and handling of the unit. Pad was slightly bunched up. All thermostats were discolored and bent. Several of the leads were bent in half and out of place. Although warning labels and instruction booklets warn against sitting or laying on the product, we have a corrective action project (pipe# 10-1001) underway to make the design more robust.